Event description:
It was reported that during a pci procedure, inflation/deflation difficulties were encountered. The lesion being treated was a fibrous calcified, 90% stenotic lesion in the mid right coronary artery (rca). The diameter of the lesion was 4 mm and over. The maverick2 monorail balloon crossed the lesion without resistance. The physician experienced inflation difficulties on the initial inflation. The balloon was not fully inflated to 8 atms and the contrast was gradually noted at 10 atms. When it was inflated up to 8 atms, a dilatation was performed at one third of the proximal section of the balloon. After that, the ballon expanded quickly up to 10 atms. The balloon was inflated up to 12 atms for 20 seconds and failed to deflate. A 3-way cock was connected with the unit and aspirated with a syringe, but the balloon still failed to deflate. The inflated balloon was retrieved to the aorta due to ECG changes. The balloon was retracted to the distal segment of the runway fr4 guide catheter, however, they were unable to remove. Therefore, the balloon was intentionally ruptured at 20 atms for successful removal from the pt. Two driver stents, 3.5mm x 24mm and 3.5mm x 12mm, were implanted and the procedure was successfully completed. An everst inflation device was also used in the procedure. Pt status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.